Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via femoral access to support the 64 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock. Any underlying cardiac or systemic comorbidities are not known. After 2 days on the cp support the team observed signs of hemolysis. No labs such as plasma free hemoglobin were drawn to confirm the hemolysis. The patient was not making urine and is on continuous veno-venous hemofiltration (cvvh) for the kidney injury. The team made decision to explant the cp and replaced it with an impella 5.5 pump. Hemolysis is a known adverse event and is noted within the IFU.

Manufacturer narrative:
Updated information: d4 catalog number updated h6 component code changed from g04105 to g07003 the investigation for the hemolysis/mechanical interaction with blood has been completed. The cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.